Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/sealed ziploc bag. Upon return, the peel away sheath was noted on the iabc outer lumen. The one-way valve was noted tethered to the short driveline tubing. The iabc bladder was loosely wrapped. A kink to the iabc central lumen was noted at approximately 12.1cm from the iabc distal tip. No blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other visual damage or abnor-malities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system docu-ment. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No ab-normalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Re-sistance was noted at approximately 12.1cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter was difficult to insert" is confirmed. The intra-aortic balloon catheter (iabc) was returned with a kink to the central lumen. The kinked central lumen can result in difficulty inserting the iabc into the patient. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinked central lumen is undetermined; a potential root cause is cus-tomer handling related. No further action required at this time. This will be monitored for any devel-oping trends.

Event description:
It was reported "during the insertion process, the catheter was difficult to insert. Change the new catheter". Additional information states that the second iab catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", during the insertion process, the catheter was difficult to insert. Change the new catheter". Additional information states that the second iab catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".